Event description:
Developed rheumatoid and psoriatic arthritis, hypothyroid, cognitive issues, loss of smell and taste all after getting breast implants. Upon explanting, most symptoms have gone away.